Event description:
It was reported by service report that when checking the 2030 bed, they found damage to the fowler mechanism. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: actuator box assembly, ball screw, ball screw bracket.